Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer was unconscious and was suffering from hypothermia. Troubleshooting was not performed at the time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.